Manufacturer narrative:
Eval summary: eval: the iab was returned for eval with the membrane completely folded but not seated within the blister tray. Visual examination revealed that only the extracorporeal tubing, y-fitting, & a portion of the catheter tubing were seated properly within the tray. In addition, neither the membrane retainers nor the retainer clips were present with the tray. Probable cause of difficulty: based on the examination in the lab, it was not possible to verify the reported difficulty or to determine the exact cause for the encountered problem. Having the opportunity to have examined the folded membrane within its membrane retainers within the tray & the actual retainers & clips may have aided in the eval. In general, difficulty removing the iab from the blister tray may be attributed to one or more of the following: 1. The user may have not drawn & maintained a sufficient vacuum on the iab prior to its removal from the tray. 2. The iab may not have been held by the y-fitting & withdrawn from the tray as depicted in datascope's instructions for use. 3. After a vacuum was drawn on the folder membrane, the user may have pulled the iab out of the blister tray on a sharp angle, rather than "straight out," causing the difficulty. This would have caused the retainer clips to become dislodged from the tray leaving the membrane retainers in place over the folded membrane.

Event description:
The dr had difficulty removing the intra aortic balloon from the blister tray. (Event complications: unk - reported 6/11/98.) (Pt's current status: unk - reported 6/11/98)